Event description:
Extracorporeal blood circuit air detector alarm failed to detect air in the venous blood tubing as it was being infused to tlp pt. The pt was asymptomatic but sent to ER for evaluation. No problems with embolism were identified.